Manufacturer narrative:
(B)(4).

Event description:
Material no: 260100 batch no: 1270216. It was reported - mixed lots. Verbatim: via email it was found that there is "mixt" lot numbers. We want to ensure that you are aware of this issue and that we do require a response. The case lot number says 1270216 and the lot number on the individual packaging says 1270220. Our system only allows us to input one lot number. Did we receive a miss printed case? Which is the correct lot number? Address and phone number not provided at time of entry. Region not provided at the time of entry. Date of event not provided at time of entry. We have identified a quality issue with stock of medline item number (39631g) - chloraprep 1.75ml sgl swab (ref. 260100), which prevents this product from being used in the production of our kits. It was found that there is mixt lot numbers. We want to ensure that you are aware of this issue and that we do require a response. The case lot number says 1270216 and the lot number on the individual packaging says 1270220. Our system only allows us to input one lot number. Did we receive a miss printed case? Which is the correct lot number? Pictures have been attached for your reference of the nonconformance identified. Non-conformance number, medline component number, vendor ref number, lot/po number, defect description; (B)(4), (B)(4), 260100 lot: 1270216 mixt lot numbers. Total quantity: (B)(4) eaches.

Manufacturer narrative:
Failure mode was confirmed based on the pictures sent with different lot numbers in inner and master shipper cartons. Manual packaging is performed for swabstick product, and human error was detected in this process. This is the first complaint with this the failure mode received in the past year. Awareness training will be performed with the associates that are involved in manual packaging process. Bd will continue to track & trend.

Event description:
Material no: 260100 batch no: 1270216, 1270220. It was reported the customer received shipment of mixed lots. Verbatim: via email. It was found that there is mixt lot numbers. We want to ensure that you are aware of this issue and that we do require a response. The case lot number says 1270216 and the lot number on the individual packaging says 1270220. Our system only allows us to input one lot number. Did we receive a miss printed case? Which is the correct lot number? Address and phone number not provided at time of entry. Region not provided at the time of entry. Date of event not provided at time of entry. We have identified a quality issue with stock of medline item number (39631g) - chloraprep 1.75ml sgl swab (ref. 260100), which prevents this product from being used in the production of our kits. It was found that there is mixt lot numbers. We want to ensure that you are aware of this issue and that we do require a response. The case lot number says 1270216 and the lot number on the individual packaging says 1270220. Our system only allows us to input one lot number. Did we receive a miss printed case? Which is the correct lot number? Pictures have been attached for your reference of the nonconformance identified. Non-conformance number medline component number vendor ref number lot/po number defect description sc2022000006 39631g (B)(4) lot: 1270216 mixt lot numbers total quantity: (B)(4) eaches.